Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 0.9, lab: 2.2. Caller did not perform test; unable to provide technique info but states that all operators are experienced with the inratio meter. Nurse tested herself on the inratio meter and obtained a result within normal range. Caller unsure but states that operators may be leaving the strips in the car for an extended amount of time. Therapeutic range: 2-3.